Event description:
As reported, post procedure, the balloon inflation indicator of a 6-12f mynx venous vascular closure device (vcd) was not holding inflation or pressure. The radiology tech (rt) has tried to reinflate multiple times, the indicator kept retracting into the device. The rt removed the device and sheath and held manual compression. The device was tested outside of the body, and a hole was noted in the balloon. The rt said she did not notice a hole when testing the balloon prior to insertion, unsure if the hole was present when the package was opened or if it happened while inserting through the valve of the sheath. No damage was found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). There was no reported patient injury. The mynx vascular closure device (vcd) was used in a diagnostic procedure. The procedure did not use an antegrade or retrograde approach. The deployer was mynx certified. A 7f non-cordis sheath was used. The vessel type was venous. The balloon lost pressure while inside the patient. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.